Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. The internal conductor wire was exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found with the insulation to the wire defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: device was tested before use and was unremarkable. Issue was identified during preparation, fixation of surrounding structures. There were no movement restrictions. No disturbance could be detected intraoperatively. There was no thermal damage. It cannot be ruled out that the instrument collided with another instrument during the procedure. No fragment fell in the patient. A recording cannot be provided.